Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned with three formed staples stuck in the device. The sample appears used as there is biological material present on the device. The stapler was received with 34 staples left in the cover block indicating that at least 1 staple was fired by the end user. Reference file anp1900074277 for investigation photos. First, three staples that were stuck were manually removed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. The sample was disassembled and no damages were observed. The sample was reassembled. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. Reference file anp1900074277 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "staples not closing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
It was reported that the visistat clip does not completely close(staple) therefore unable to close the wound. The device was used per IFU. Clinical consequences: patient is fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the visistat clip does not completely close(staple) therefore unable to close the wound. The device was used per IFU. Clinical consequences: patient is fine.

Event description:
It was reported that the visistat clip does not completely close(staple) therefore unable to close the wound. The device was used per IFU. Clinical consequences: patient is fine.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35r 6/box lot # 73a1900144 was manufactured on 01/03/2019 a total of (B)(4) pieces. Lot was released on 01/14/2019. DHR investigation did not show issues related to complaint. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73m1900185 the staplers were functionally inspected (fired) and issue reported "staples not closing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.